Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced during a routine device changout. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).